Event description:
The patient missed a scheduled refill visit and presented to clinic in 2009. The pump logs revealed a low reservoir volume (40.6 mls dispensed) and low reservoir alarm. Patient symptoms included shakiness, vomiting, return of patient symptoms, and "illusions." The hcp called 911 and didn't fill the pump reservoir. The pump-managing hcp did not have privileges and the emergency room hcp was uncomfortable accessing the reservoir. The patient was given intravenous medication and her condition was improving. The patient was admitted to the hospital for withdrawal symptoms. The patient also reported that the pump was shocking them. The patient was seen in clinic for pump refill three days later. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.